Event description:
International affiliate reports that during deformity surgery using the expedium system, concomitant device rods were put in place and the set screws was placed using a flexclip and flexclip reduction inserter as recommended by depuy synthes spine. In spite of this, something happened as the final tightening was performed on the sacral pelvic screw on the right side. The expedium single inner set screw became stuck in the concomitant device poly screw head in a wrong angle. The set screw was stuck. Removal was tried many times and this resulted in the destruction of the set screw, the poly screw, and a concomitant device t20 screwdriver shaft. The poly screw and set screw were replaced and then the construct was put back together without problems. The difficulty resulted in a 90 minute delay to the procedure.

Manufacturer narrative:
The si setscrew was returned for evaluation. Visual inspection revealed that the threads were torn from the device. A review of the DHR found no issues that could have caused or contributed to the reported event. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively identified however it is that the set screw was inserted off-axis leading to the tearing of the threads. No issues have been identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systematic trends have been observed in this complaint. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.